Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient not washing their hands. On an unreported date, the patient was hospitalized for the event. The treatment from the peritonitis was not reported. At the time of this report, pd therapy was ongoing and the patient has recovered. No additional information is available.